Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp performed a complete performance verification test (pvt) per the manufacturer's specifications and did not find any error codes. The asp therefore believed that user error may have been the cause. The device was placed back into full clinical service and was deemed ready for patient use. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not give a breath for the patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer informed the remote service engineer (rse) that troubleshooting could not be performed and requested onsite service. The rse created an onsite work order.